Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Incorrect test strip lot# returned - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 97 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer runs a blood test and got 74mg/dl compare to the accucheck giving 102mg/dl that he have been using for 8 years. Customer states that he has only been using the true results meter for 4 days now. Customer states that he is now taking insulin 3 weeks ago.